Event description:
The male patient had the following meical history: never smoked, unstble angina iib, insulin-dependent diabetes mellitus since 1995, hypertension, and hypercholesterolemia. The patient was enrolled in the arts ii study. Medications at baseline included beta-blocker therapy, aspirin, clopidogrel, lipid lowering agent, angiotension ii antagonist and simvastatin. The patient received six cypher stents. The patient received a 3.5 x 23mm and a 3.0 x 33mm stent in the mid left anterior descending (lad), a 3.0 x 23mm stent in the obtuse marginal, a 2.5 x 13mm and a 2.5 x 18mm stent in the postero-lateral, and a 3.0 x 13mm stent in the mid rca. Approximately two years later, the patient had a myocardial infarction (mi) that was treated with a re-ptca the same day. It is unknown at this time which vessel was treated.

Manufacturer narrative:
This device crs 23350 (lot r0803486) is distributed outside the united states; however it is similar to the united states product cxs 23350. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt. This device is one of six products associated with this event. Please refer to MFR report # 9616099-2006-01259, 9616099-2006-01260, 9616099-2006-01261, 9616099-2006-01262 & 9616099-2006-01263.